Manufacturer narrative:
The device was returned fully deployed. An 0x1c alarm, which is a design parameter of the device that causes planned disruption of the pods ability to deliver insulin, was present in the download data. The 0x1c alarm occurred at 80 hours of pump operation. The first priming sequence ended at pulse 47 and deactivation occurred at pulse 2667. The needle mechanism was reset and fired properly during the investigation. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause irritation at the infusion site. The soft cannula and formed needle were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined.

Event description:
It was reported the needle mechanism deployed prematurely. The pod was worn for longer than 48 hours. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.